Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d1, d3, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: 07-sep-2007 - patient was diagnosed with large umbilical hernia thereby underwent laparoscopic repair with implant of composix e/x mesh. Per op notes, ¿a transverse incision was made. A composix e/x mesh was placed into the abdominal cavity and sutures were placed at the cardinal position and the mesh was then tacked to the abdominal wall using permasorb fixation device.¿ 01-apr-2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of composix e/x mesh. Per op notes, ¿an incision was made in the midline. A bulging through the defect from previous hernia repair was noted and it appeared to be a hernia recurrence. The mesh could be palpated and gathered up in the hernia sac. Incision was made along the midline and incised down to the mesh. The mesh was noted to be well incorporated on all sides and had an enormous diastasis created by the hernia mesh redundancy. Adhesions on the anterior and posterior surface of the mesh were taken down. The composix e/x mesh was removed completely. All redundant tissue was resected, and the fascia was then closed with suture.¿